Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the bipolar ventricular lead impedance was less than 200 ohms. When the values of the device were updated, interrogation showed a bipolar impedance of 604 ohms. It was noted that there had been a low lead impedance alert in 2008 also. The lead was programmed to unipolar.